Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03588. It was reported that the patient's scs leads had migrated after experiencing multiple falls. Surgical intervention occurred where the leads were explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
An event of lead migration was reported to abbott. Both leads were explanted and replaced. Therapy restored post procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.